Event description:
Attorney reported: in 2007 - the patient underwent a hernia repair procedure with placement of a recalled composix kugel mesh patch and a ventralex patch. Four months later, the patient underwent surgery to remove both mesh patches. The operative report notes that both patches had crumpled and curled, migrating inside the patient's abdomen. Recurrent herniations were also noted. Ten days post surgery, a CT scan performed revealed abdominal abscess which was completely drained. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the composix kugel mesh will be reported.